Event description:
It was reported that the unit was overheating. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Device not yet returned to manufacturer for evaluation; follow-up will be filed as necessary based upon investigation results.